Event description:
Note: this is the 1st of 2 devices that failed during the same procedure. Reference manufacturer report # 3005099803-2008-3415 for a description of the related event. It was reported to boston scientific corporation on february 22, 2008, that a hydra jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed two days prior (male patient; age and weight are unknown). According to the complainant, during the procedure, the hyrdophilic tip separated from the body of both wires, leaving bare wire exposed. Procedure completed with another of same hydra jagwire guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Tip breakage. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. A review of the device history record (DHR) was performed; no anomalies were noted.